Event description:
Intra-abdominal abscess [abdominal abscess]. Case description: literature-spontaneous report was received on (B)(6) 2012 from an author regarding a male patient in his 70's, initials unknown, with advanced gastric cancer. This report is from a literature article entitled "three cases in which seprafilm presented the stomach cancer postoperative intraabdominal abscess considered to be the cause." The patient's medical history was significant for tongue cancer. On an unspecified date, the patient underwent abdominal distal gastrectomy with billroth-I reconstruction for advanced gastric cancer and seprafilm (sodium hyaluronate, carboxymethylcellulose) was placed (number of sheets not provided). The lot number for seprafilm was not provided. On post-operative day 6, neither anastomotic stenosis nor ruptured suture was shown on upper gastrointestinal by x-ray with contrast dye. On post-operative day 9, the patient developed pyrexia of 39 degree celsius. On an unspecified date, the patient's blood test revealed white blood cell count of 13500 (units not provided) and c-reactive protein value of 20 (units not provided) which further indicated stage 6 inflammation. Computed tomography revealed effusion localized just under the abdominal wall, which resulted in diagnosis of intra-abdominal abscess. An open drainage was performed. The culture of the pus revealed small number of bacteria. The follow-up course was satisfactory after the drainage and the patient was discharged from the hospital on post-operative day 18. The outcome for the event of intra-abdominal abscess was not provided. Concomitant medications were not provided. The intensity for the event of intra-abdominal abscess was not provided. In the opinion of the author, seprafilm was considered to be the cause of postoperative intraabdominal abscess.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report. Report source literature description: journal: japan surgery infection society magazine, author: hanaoka t, mori m, hanari n et al, title: three cases in which seprafilm presented the stomach cancer postoperative intraabdominal abscess considered to be the cause. Volume: 9 (5). Year: 2012, pages: 597.